Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported that on the 30 day follow up CT scan, the patient had stenosis and a dissection at the end of each limb. None of this was seen on the pre CT scan or final angiogram. The physician performed an intervention and the patient received a 12 mm x 40 mm right iliac stent, coming from the medtronic graft into the external iliac artery. A 14 mm x 40 mm left iliac stent, coming from the medtronic limb into the external iliac artery. A 14 mm x 60 mm stent was placed into the right limb from the gate to the external iliac 12 mm stent. Thrombus was visualized and an angiogram jet was used causing the thrombus to occlude the limb, which was repaired with the 14 mm stent and normal pressures was documented. The physician stated that the event was due to the device. The cause of the event is unknown, per the physician. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of two returned still post-implant angio images and several short video's confirmed that thrombus was seen within the distal ends of both limbs. Thrombus and/or a dissection was also seen distal to each of the limbs. Stents were seen implanted into each stent graft extending into the external iliacs. The cause of the thrombus and dissection could not be determined from the returned images.

Manufacturer narrative:
(B)(4).